Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and surgical findings product code and lot # what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Events associated with patient's first event reported via mw # 2210968-2022-02317. Events associated with patient's second event reported via mw # 2210968-2022-02318. Events associated with patient's fourth event reported via mw # 2210968-2022-02320.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and the mesh was implanted. It was reported that the patient experienced right exposure of the device. It was also reported that the prosthesis becomes useless for stress incontinence because cut but not removed. Additional information was requested.